Event description:
It was reported to the manufacturer by the end user, per the end user, patient was trying to get out of bed and slid off the mattress between the rails, falling to the floor. The trachea tube got caught on the side rail as the fall occurred. The trachea did bleed but was able to be controlled and assessed by the facility. Complaint# (B)(4) was entered into our system.